Manufacturer narrative:
The customer indicated samples would not be returned for evaluation. The device history record was found to be acceptable. No product remaining in stock for review. Medex is unable to confirm this issue or determine the cause without benefit of returned product evaluation. No further action neccessary at this time. Medex considers this MDR close with this report.

Event description:
The reporter stated that there has been issues with the transtar product breaking at the connector during transporation or moving of the patients. There was no injury or treatment as a result of this issue.